Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the pacemaker went into backup operation. No intervention was performed. Patient condition was stable.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the pacemaker exhibited premature batter depletion. No intervention was performed. Patient condition was stable. New information received notes that the pacemaker was explanted. Further information was requested but not received.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was returned for analysis. Electrical testing, device pulse amplitudes evaluation and longevity assessment were normal with no anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.